Event description:
It was reported that during a da vinci-assisted prostatectomy - radical w/o lymphadenectomy surgical procedure, the customer called an isi technical support engineer (tse) and reported that the surgeon side console (ssc) was observed to have a lost right image. The procedure was completed with no reported injury or delay. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: another surgeon side console (ssc) was used to complete the procedure.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. The field service engineer (fse) reproduced and replaced the high-resolution stereo viewer (hrsv). An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. The hrsv was returned for failure analysis, fa is in progress. .

Manufacturer narrative:
The high-resolution stereo viewer (hrsv) was returned for failure analysis, and the reported failure was replicated. The monitor was installed on a printed circuit assembly (pca) test system. The unit started up without any errors and no issues were found during visual inspection. The unit powered on and failed without video on the display.

Event description:
Refer to h11 for follow-up information.